Event description:
Boston scientific received information that this pacemaker dependent patient came to the emergency room with intermittent capture and a rate in the 30's. It was noted that this patient has a urinary tract infection (uti) and was in a slightly confused state. A review of the daily measurements showed impedance measurements of 700-900 ohms and then an increase into the low thousands. An elective procedure was performed to replace the associated device. The physician decided not to replace this lead due to other acute health issues with this patient and will continue to utilize the lead with the new device with higher programmed outputs. The patient will be followed closely over the next few months to see if her health improves and if the lead continues to exhibit the same type of behavior. At that time they will assess the integrity of the lead. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains actively implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.